Manufacturer narrative:
(B)(6) a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the rate of infusion was programmed to infuse at 7.6 ml/ hour, however the rate changed to 50 ml/ hour the hospital indicated the electronic medical record showed a restart with a profile changed to adult and different order ID. There was patient involvement, but although requested no patient impact information was provided.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the rate of infusion was programmed to infuse at 7.6 ml/ hour, however the rate changed to 50 ml/ hour the hospital indicated the electronic medical record showed a restart with a profile changed to adult and different order ID. There was patient involvement, but although requested no patient impact information was provided.